Event description:
It was reported that the patient had difficulty breathing while using the life2000 and was subsequently hospitalized. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
No malfunction observed; the compressor is functioning normally. All required attributes tested passed, the ventilator is functioning normally.

Event description:
It was reported that the patient had difficulty breathing while using the life2000 and was subsequently hospitalized. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the patient had difficulty breathing while using the life2000 and was subsequently hospitalized. The patient is an 85-year-old female with a medical history of copd, osa, chronic respiratory failure with hypoxia, hypertension, hypertensive heart with heart failure, chronic kidney disease stage 3a with glomerular filtration rate 45 to 59, and obesity with a bmi of 30-39.9. The patient reported that upon the initial delivery of her life2000 on (B)(6) 2024, the trainer delivered her equipment and instructed her on how to use it (per baxter documentation, the device was delivered on (B)(6) 2024). That night, she slept with her CPAP. The next day, the patient used the life2000 ventilator and compressor with breath pillows interface. The patient proceeded to walk around as she would normally do when suddenly she was reportedly unable to breathe and felt terrible. The patient called 911 and told the operator she was unable to breathe. The patient attests that her color was gone, and she was blue around the lips. The patient was transported to the hospital by emergency medical services and was admitted. Per the patient, many liters of fluid were pulled off her lungs and she felt much better after that. The patient was discharged home on (B)(6) 2024 with monthly home health nurse visits. The patient believes the reason she became deprived of oxygen was that during set-up of the life 2000 device, the combo hose became kinked at the connection to the compressor. Since then, she has had to hold the tubing to ensure air flow. The patient continues to use the life2000 but is very conscious of the combo hose because she reports the tubing still kinks in the same place despite effort from her trainer to try to eliminate the kinking by changing positions, adding tape, etc. The trainer provided the following additional information. The patient is very particular about her equipment and the manner in which the tubing is secured throughout her home, velcroing down tubing in various places to prevent curls/kinks. The trainer added that when the patient states her tubing is ¿kinked¿ it is not kinked. It is simply ¿curled¿ which the patient does not like. Each time the patient has complained to her of any tubing kinks, it has never been kinked and was noted to be in a curling pattern from the packaging, but never to any extreme amount such that oxygen and/or air flow were prevented/restricted. The trainer was retrieving the life2000 and compressor for inspection and exchanging the equipment. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instructions for use (IFU) state to visually inspect the combo2 hose before using it. Do not use a universal circuit connector, oxygen adapter, or oxygen tubing that is cracked, odorous, broken, or kinked. If a damaged interface is used, the patient may not receive adequate respiratory therapy. In this event, the patient had difficulty breathing accompanied by cyanosis of the lips during use of the life2000 device. The patient required medical intervention (hospitalization) to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury occurred. The cause of the event is undetermined and likely related to the patient¿s report of fluid buildup in her lungs. However, an inspection of the device is pending, and a device malfunction cannot be ruled out at this time. The complaint will be reassessed if additional information becomes available.